Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a dehp free solution administration set would not flow during an infusion of perfalgan (glass vial). The baxter nurse went onsite to check this issue with the nurse. It was confirmed that the air vent cap was open and the set was connected to a three way stop cock, which had two other infusions connected. The infusion of perfalgan ended and the inlet was empty, and at the level of the three way stopcocks, this air blocked the flow of the other unknown solutions. The reporter stated that the set was connected through a central way (femoral). There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot and no deviations were noted.